Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is completed. This is an initial final report submission. Review of the most recent repair record could not be completed because the device has not been returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during tissue processing (not a surgery) the mesher and cutter gears were worn, damaged, causing tissue to slip out of the mesher. There was no patient involvement. Due diligence is complete and no additional information is available. At product evaluation investigation it was determined that the device was not cutting properly. No adverse events were reported as a result of this malfunction.